Manufacturer narrative:
Intuvie received a report from mckesson indicating that the device failed the volume accuracy test, recording a delivered volume of 209.4 ml, and that the unit required a hex file update. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a calibration issue. CAPA- zm2023-07 was initiated to investigate the root cause for this failure mode. The flow rate failure was identified during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the device failed the volume accuracy test, recording a delivered volume of 209.4 ml, and that the unit required a hex file update. No patient involvement was reported.